Event description:
It was reported that device entrapment occurred. During a pulse field ablation (pfa) procedure for atrial fibrillation using a farawave catheter, a small piece of atrial tissue became caught at the distal end of the device while transitioning from the flower to basket configuration at the level of the left superior pulmonary vein (lspv). This caused the guidewire to become stuck within the catheter, preventing further manipulation or removal, although the guidewire remained stuck outside the patient. The catheter was exchanged, and the procedure was successfully completed with a new farawave device. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.